Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported that a flo gard 6201 infusion pump infused too fast during patient use. The pump was supposed to infuse in 3 hours, but it was done within 2.5 hours. The biomedical technician from the facility was contacted by baxter, and he does not know when this event occurred, or what type of drug was involved. He said that there was no patient injury or medical intervention needed. No additional information is available at this time. No additional contact is available.